Event description:
Boston scientific received information that interrogation of the device was unsuccessful. The patient was in a sinus rhythm and did not have time for further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant reviewed troubleshooting techniques with the caller for when the patient returned. The caller stated he was uncertain if the patient required this device any longer. According to our records, the device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.